Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 149 mg/dl. Customer was changing the reservoir. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned. Customer is not returning.